Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the usb cable issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy and a new charging cable was sent to the customer.